Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which was oversensed and caused pacing inhibition. The patient was pacer dependent and experienced four dropped beats. There were no patient symptoms reported as a result. Troubleshooting efforts have been performed. The caller was suspecting an external source. Additional investigation was still be performing by the clinic.

Event description:
Additional information indicates that sensitivity was modified and the patient was to be monitored for future events. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.